Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: catheter. Product ID: 8590-1, lot# n294894, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
It was reported that the pump was removed/replaced on (B)(6) 2015 due to a failure. No patient symptoms or pump medications were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information received from the healthcare provider (hcp) reported that the patient had experienced unusual symptoms of lethargy, fever, vomiting, diarrhea and impaired cognition sporadically since 2013. The healthcare provider was unsure if pump related but the pump was replaced in case the patient's symptoms were caused by a "runaway" pump.